Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was not booting up and displayed black screen. Remote smart service shown offline. The customer had already attempted to resolve the issue, but it still persists. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not booting up and had a black screen. A field service engineer inspected found that the station had failed to boot because windows updates had not completed properly, possibly due to the station being powered off using the physical power switch instead of the reboot button during the maintenance window. Previous reboot attempts did not resolve the issue. The station was reimaged, the necessary settings were configured, and the database synchronization was completed successfully to resolve the issue. The system functioned as intended after the field service engineer repaired the device.